Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Also the impedance of the right ventricular pacing lead was beyond the expected upper range.

Event description:
It was reported that the patient received an inappropriate shock due to oversensing/noise. High pacing impedance and numerous short v-v intervals were noted. The lead was capped and replaced. No further patient complications have been reported as a result of thisevent.